Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: pump. (B)(4). Analysis of the 8709 serial number (B)(4) found catheter/pump connector user damage beyond intended reliability. Analysis found a tear in the catheter connector, a leak was observed.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine 50 mg/ml at 6 mg/day and clonidine 2247.5 mcg/ml at 269.5 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as spinal pain, arachnoiditis and non-malignant pain. It was reported that the patient was in a car accident on (B)(6) 2015. The air bag stuck the patient abdomen area of the pump. The patient was in the emergency room (ER) following the accident. The patient was scheduled for a pump access for possible catheter leaking, revision and pump replacement. A catheter revision occurred; it appeared the catheter was leaking at the connection site to the pump. The catheter pump connector was replaced and the pump was replaced. Return paper work indicted the reason for catheter removal was a break, tear, hole. No rotor or dye studies were performed. The patient is allergic to contrast. The issue was reported to be resolved at the time of report. The patient's status at the time of report was alive -no injury. The patient recovered without sequela. The initial reporter information was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.